Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastrectomy, the tissue was clamped and the device activated (the first sealing). The jaws were trying to be opened, but failed. The handle was back to its original position, but only the jaws kept closing. Replaced with a new handle and it was used with no problem. The opening and closing of the returned handle was tested for many times, and the jaws opened as usual. Additional tissue resection was not required and there was no tissue damaged. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.